Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that they would like a new main pcb (printed circuit board) and eeprom (electrically erasable programmable read-only memory) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that high pip (peak inspiratory pressure) and low ve (minute ventilation) occurred on the vela ventilator. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.